Manufacturer narrative:
Date of event: (B)(4) 2019. Date of report: 11/11/2019.

Event description:
The customer reported a leak in gas delivery system (gds). The da (data acquisition) was leaking. Went to change da board and the screws holding the da board in was sized in the stand of collar and then snapped the stand of collar in the gds. Now new gds is needed. There was no patient or user harm was reported.

Manufacturer narrative:
Manufacture date: 21nov2019. Report date: 22nov2019. The initial report was submitted in error. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.